Event description:
According to the reporter, during abdominoperineal resection (apr), when resecting the colon, 6 handles and 6 separate reloads failed to fire. The surgeon used 2 boxes of reload to resolve the issue. The patient had temporary diverting colostomy to allow rectal anastomosis to heal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.